Event description:
It was reported that the external pulse generator (epg) would not turn on. The biomedical engineer tried several known, good batteries, to no avail. It was further noted by both the biomedical engineer and a physician, that the epg also turned off. The epg wasreturned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not turn on. The biomedical engineer tried several known, good batteries, to no avail. It was further noted by both the biomedical engineer and a physician, that the epg also turned off. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: the generator was returned and analysis could not confirm the customer comment that the unit would not turn on, and also would shut itself off. Analysis did find the upper case, lower case, two side bail covers and the battery drawer broken, the battery release contaminated, the battery contacts compressed, the ring bent and the liquid crystal display (lcd) out of specification. (B)(4).